Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. Sheath was prepped as normal, a non-bsc catheter was inserted. More bleed back than normal from the valve was noted by physician. Took it and reinserted and bleed back continued. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.